Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿blank screen". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump's screen immediately goes blank and powers down. There was no indication of patient injury or harm.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.